Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient fell and injured their knee. The wound from the fall became infected, and the surgeon planned to do a wash and poly swap, but the implants were loose. Everything was removed and prostalac spacers were implanted for the time being.